Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was slowly moving/ spinning. Therefore, the reported condition was confirmed. It was further observed that the quick coupling doesn't turn/spin with the device and the coupling piece was broken at the gear sleeve and would not engage the coupling. The assignable root cause was determined to be due to improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a cadaver laboratory, it was observed that the attachment device was moving slowly during use. During in-house engineering evaluation, it was observed that the device would not spin/turn with the machine. It was further reported that the coupling piece was broken at the gear sleeve and would not engage coupling. It was not reported if there were any delays in the surgical procedure, or if an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.